Event description:
It was reported per tm, probe is failing test with red x. 10/16/2024 - during evaluation of the returned device, it was found the ultrasound has black lines on the image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of probe failing assessment test was confirmed. The probe failed the assessment test. The root cause is due to an internal failure of the probe. As a result, there are black lines in the ultrasound image.